Event description:
It is reported that in 2004, after difficulty reducing the head by "lightly impacting" into the captured cup, the trunion of the stem came out of the head. Three days later, the pt underwent open reduction for dislocation of the head from the liner. The head again dislocated. About a week later, the head was removed and a head with a longer neck was implanted.